Event description:
It was reported that this hcv positive pt developed a fistula between his glasses and the receiver/stimulator component. The surgeon performed a skin flap revision surgery in 2006. During this surgery, he explanted the device and reimplanted the pt with a new one.

Manufacturer narrative:
This is a final report.